Manufacturer narrative:
Initial.

Event description:
It was reported that a charging pad for the device failed to function, as indicated by the green status light not illuminating despite attempts with multiple outlets, and a replacement charger was issued after troubleshooting and education were completed. Symptoms included no adverse clinical effects. Outcomes included no impact on the user¿s health or therapy continuity reported. Investigation of this case revealed a suspected charger malfunction consistent with a nonfunctioning external power accessory. It was concluded, based on previously established findings for similar reports, that the cause was a suspected component failure of the external charger.